Event description:
It was reported that one day post implant, the patient received an alert for high, out of range hv lead impedance due to an untightened set screw. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.